Event description:
Inbound. Cadd 100 ml cassette with flowstop (lot # 4196396, exp 09/20/2026) with res vol> 60 ml remaining causes both cadd legacy one pumps to continuously beep with no disposable alarm. No further details provided.